Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, as the physician pulled the spyscope ds out of the gut, it was noticed that the working channel sleeve protruded. Reportedly, no part of the spyscope ds was detached inside the patient. At one point they had the spybite down the spyscope ds but they did not have the spybite down when the physician noticed the working channel sleeve protrusion. There were no reported issues with the spybite. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.